Event description:
Physician reported bleeding at the branch of a bifurcated vascular prosthesis during repair of an abdominal aortic aneurysm. Bleeding was stopped by placement of a suture in the area of leakage.

Manufacturer narrative:
The device was not explanted and is, not available for inspection. No other complaints or adverse events have been reported for this batch. The cause of the defect was not determined. The complaint device was not available for examination, but the visual inspection of another device from the same batch revealed no evidence of a mfg defect. The devices from the two complaints were mfg at different points in time. Bifurcated prostheses are woven in tubular form from a single unit of greige. During the textiling process, the tubular component splits into two sections to form the legs of the graft, leaving behind a small opening at the junction. The opening is then closed by machine stitching. Bleeding from this area usually indicates the product has been stressed as a result of handling, either during the mfg process or during the implant procedure. The junction of any bifurcated device is typically the most susceptible area to stress or damage. The cause of bleeding can sometimes be determined by the location and type and amount of leakage, none of which were clearly described in the dist's report. The report stated that the physician "experienced hemorrhage at the branch portion" of the graft. This statement may refer to the junction of the body and legs or specifically to one of the legs of the graft. Bleeding along one segment of the graft may indicate variable porosities along the unit, which may become evident under abnormal clotting conditions such as with anticoagulant therapy or heparin use. The fact that the surgeon used a suture to stop the bleeding suggests that the bleeding may have been due to a hole, tear, or pinhold leak at the bifurcation. Pinhole leaks in this area are usually due to stressing of the sewing stitches from excessive pulling or manipulation of the legs and body of the graft. The mode of failure is unk and the results of this investigation are inconclusive. The pt did not suffer any adverse effects as a result of this malfunction.